Event description:
Information was received from a healthcare professional via manufacturer representative regarding bone screws used in laminoplasty c3-7 therapy for cervical stenosis. It was reported that the threaded portion of the screw broke off in the corresponding levels and anatomy - one at c6 lamina and two at c7 lateral mass. Fragment of the implant was remaining in the patient. No additional surgery was performed. No patient symptoms were reported. Patient's medical history includes allergies to iodine, IV contrast. No further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis of part# 8532065, lot# unknown three screws returned all three screws have been broken at the shaft a microscopic review of the fracture face indicates that the fracture is the result of torsional overload combined with at bending moment. The failure is the result of material overload. *the originally pli 10 had a qty. Of 3 as part of CAPA 624392 each qty is given its on pli* h11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.